Event description:
It was reported that a patient underwent a right salpingectomy under combined lumbar epidural anesthesia for a right adnexal mass: ectopic pregnancy rupture on (B)(6) 2023 and suture was used. During the operation, due to the patient's small artery rupture and bleeding, the doctor used suture to ligate the blood vessels to achieve hemostasis. However, during the operation, the suture broke, causing the patient to continue bleeding. Therefore, the suture was abandoned and other suture was used to suture and stop the bleeding, successfully stopping the bleeding. It was reported that this incident seriously affected the surgical process, leading to prolonged bleeding time for the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the volume of blood loss? The event stated ¿prolonged bleeding time for the patient¿. Please provide the amount of time the bleeding was prolonged. How was the bleeding treated? Please describe any medical/surgical intervention required including results. Please provide further details on now the event seriously affected the surgical process. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 type of investigation the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the volume of blood loss? The event stated ¿prolonged bleeding time for the patient¿. Please provide the amount of time the bleeding was prolonged. How was the bleeding treated? Please describe any medical/surgical intervention required including results. Please provide further details on now the event seriously affected the surgical process. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?